Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pre-existing pain. Imaging found that the intrathecal catheter was disconnected. The pt underwent a surgical revision. The pt recovered without sequela. The drug contained in the pump at the time of the event was not reported.